Manufacturer narrative:
Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Event description:
Additional information was received wherein the scs system was explanted to address the issue.

Event description:
The initial report of the device being unable to exit MRI mode was incorrect. The reported event is not related to any corrective and preventative action (CAPA). The field notes indicated that the MRI scan was performed using a 3 tesla (3.0t) machine which falls outside abbott¿s current MRI scanning guidelines. The patients ipg became inoperable following an MRI scan using a 3 tesla machine against the instruction of the manufacturer.

Manufacturer narrative:
The report of ¿inoperable ipg¿ was confirmed. Analysis of the returned ipg found it was in service application state. The device was able to be moved into therapy application state and then communicated with all lab utilities and passed all functional tests on the ate (automated test equipment). The report stated that the patient had a lead revision then a few days later had an MRI. The last daily battery timestamp (B)(6) 2023 is consistent with the patients report of having had an MRI the week of (B)(6) 2023. It was stated the patient had a 3-t MRI. It's stated in the clinician's manual that only 1.5-t mris are approved for use as 1.0-t and 3.0-t MRI systems have not been tested and could cause device damage and excessive heating of the implanted components. Corrected data: the reported event is not related to any corrective and preventative action (CAPA). The field notes indicated that the MRI scan was performed using a 3 tesla (3.0t) machine which falls outside abbott¿s current MRI scanning guidelines. H7: blank/no remedial action in this event. H9: fsca number removed.

Manufacturer narrative:
Date of event is estimated e1: reporter phone number: (B)(6). Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22june2023.

Event description:
It was reported the patient cannot exit MRI mode. As a result, surgery may take place in the future to address the issue.